Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's fiancée that the patient had died. No cause of death was provided but it was alleged that the cardiac resynchronization therapy pacemaker (crt-p) contributed to the patient's death. No further information was reported or obtained.